Manufacturer narrative:
The investigation could not determine a specific root cause. An issue with pre-analytics could not be excluded as no further information was provided. A general reagent issue could be excluded because the control recovery and calibration before and after the event were acceptable. An analyzer issue was not suspected as the field service representative could not reproduce the issue, a mechanical check of the instrument showed no errors and performance testing was within specification. No patients were adversely affected by the event.

Event description:
The user received questionable thyrotropin (tsh) results for 14 to 15 patient samples. Of the data provided, the results for 11 patient samples were discrepant. All results are in uiu/ml. The samples were repeated on multiple analytical e module analyzers. E1 was analytical e module analyzer serial number (B)(4). E2 was analytical e module analyzer serial number (B)(4). Patient sample 1 initial result was <0.006 and the repeat result on e2 was 1.030. Patient sample 2 was from a (B)(6) male. The initial result was <0.006 and the repeat result on e1 was 3.360. Patient sample 3 was from a (B)(6) female. The initial result was <0.006 and the repeat result on e1 was 5.060. Patient sample 4 was from a (B)(6) female. The initial result was <0.006 and the repeat result on e1 was 1.010. Patient sample 5 was from a (B)(6) male. The initial result was <0.006 and the repeat result on e1 was 0.766. Patient sample 6 was from a(B)(6) female. The initial result was <0.006 and the repeat result on the same analyzer was 1.950. Patient sample 7 was from a (B)(6) female. The initial result was <0.006 and the repeat result on the same analyzer was 1.760. Patient sample 8 was from a (B)(6) female. The initial result was <0.006 and the repeat result on the same analyzer was 4.380. Patient sample 9 was from a (B)(6) male. The initial result was <0.006 and the repeat result on the same analyzer was 4.570. Patient sample 10 was from a (B)(6) female. The initial result was <0.006 and the repeat result on e2 was 2.110. Patient sample 11 was from a (B)(6) female. The initial result was <0.006 and the repeat result on e2 was 0.931. None of the initial results were reported outside the laboratory. The repeat results were considered to be correct. None of the patients were adversely affected. The tsh reagent lot number was 16397302 and the expiration date was 02/29/2012. The field service representative could not reproduce the issue and performed mechanical checks with no errors. To verify the analyzer operation, he ran performance testing with no errors.